Event description:
Stryker (B)(4) has received a letter from a legal because a patient was underwent on (B)(6) 2008 to surgical implantation of a stryker hip (system not specified ) and on (B)(6) 2013 an unanticipated surgery was needed because of the breakage of the implant. Patient complains that the prosthesis had a different outcome as expected, since it is known that a hip prosthesis has an average life of 15-20 years, not less than 5, and asks stryker to refund the damages.

Manufacturer narrative:
The event reported in this MDR is a duplicate of MFR report #: 0002249697-2013-03298. Any additional information regarding this event will be reported in a supplemental report to MFR report #: 0002249697-2013-03298.

Event description:
Stryker (B)(4) has received a letter from a legal because a patient was underwent on (B)(6) 2008 to surgical implantation of a stryker hip (system not specified ) and (B)(6) 2013 an unanticipated surgery was needed because of the breakage of the implant. Patient complains that the prosthesis had a different outcome as expected, since it is known that a hip prosthesis has an average life of 15-20 years, not less than 5, and asks stryker to refund the damages.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker hip. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Disposition unknown.